Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported that the while wearing the pod longer than 48 hours, the needle mechanism did not fully retract as intended during activation.

Manufacturer narrative:
The received device had the cannula assembly deployed. The linkage assembly was not fully retracted and the formed needle was visible in the exposed portion of the soft cannula. Upon opening the pod, the formed needle retracted and the linkage assembly was observed in the deployed position. Score marks were observed on the underside of the top housing, indicating interference between the linkage assembly and top housing. This resulted a failure of the needle mechanism to deploy as intended. The formed needle was found to be bent inside the pod. No other defects or deficiencies were found during the investigation.